Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)/migration of essure device location of device: outside of fallopian tube") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included body mass index normal and paratubal cyst. On (B)(6) 2003, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and dysmenorrhoea ("dysmenorrhea (cramping)/pain: painful periods"). In (B)(6) 2003, the patient experienced fatigue ("fatigue"). In 2003, the patient experienced migraine ("migraines") with nausea, headache ("headaches/pain: headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain: painful intercourse"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy/tubal ligation ((B)(6)-2003)). Essure was removed on (B)(6) 2008. On (B)(6) 2008, the headache, dysmenorrhoea and dyspareunia had resolved. At the time of the report, the fallopian tube perforation, migraine, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6). Per pfs: essure was removed on (B)(6) 2007 (sic) , (B)(6) 2008. Left tubal patency was clear with the device outside the cavity and tubal lumen. And the left stent was extruded and here was normal filling of the oviduct and free spill into the pelvic portion of the peritoneal cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. On (B)(6) 2003, hysterosalpingogram revealed unilateral occlusion (right tube occluded), perforation of the left fallopian tube; perforation (fallopian tube). Left stent extruded with patent oviduct and normal-appearing intrauterine cavity. There was no evidence of perforation of the bladder. Most recent follow-up information incorporated above includes: on 18-jun-2018: the case is incident. This is medically confirmed case. Reporter information was added. Her demographics were added. Her concurrent/historical conditions were added. Lab data was added. Essure indication was added. Essure insertion and removal date were updated. Per pfs following events: perforation (fallopian tube(s)/migration of essure device location of device: outside of fallopian tube, migraine, headaches, nausea, tubal ligation, dysmenorrhea (cramping)/ dysmenorrhea (cramping)/pain: painful periods, dyspareunia (painful sexual intercourse)/pain: painful intercourse, pain: pelvic/abdomen, vaginal discharge, fatigue, weight gain were added. She had recovered from aforementioned pain immediately after removal of the essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)/migration of essure device location of device: outside of fallopian tube") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included body mass index normal and paratubal cyst. On (B)(6) 2003, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and dysmenorrhoea ("dysmenorrhea (cramping)/pain: painful periods"). In (B)(6) 2003, the patient experienced fatigue ("fatigue"). In 2003, the patient experienced migraine ("migraines") with nausea, headache ("headaches/pain: headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain: painful intercourse"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy/tubal ligation ((B)(6) 2003)). Essure was removed on (B)(6) 2008. On (B)(6) 2008, the headache, dysmenorrhoea and dyspareunia had resolved. At the time of the report, the fallopian tube perforation, migraine, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 140 lbs per pfs: essure was removed on (B)(6) 2007 (sic) , (B)(6) 2008. Left tubal patency was clear with the device outside the cavity and tubal lumen. And the left stent was extruded and here was normal filling of the oviduct and free spill into the pelvic portion of the peritoneal cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. On (B)(6) 2003, hysterosalpingogram revealed unilateral occlusion (right tube occluded), perforation of the left fallopian tube; perforation (fallopian tube). Left stent extruded with patent oviduct and normal-appearing intrauterine cavity. There was no evidence of perforation of the bladder. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.